Manufacturer narrative:
Return requested. Replacement cr2032 battery shipped to site 07/06/2016. No parts have been received by manufacturer for analysis. On 07/06/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The medtronic representative replaced the cmos battery and re-loaded 3.1.2 software on the mobile view station (mvs) monitor. Confirmed no keys were stuck on the keyboard. After software re-load, the imaging system passed all tests and was returned to service. Reported issue could not be replicated. On 07/14/2016 software investigation completed. Findings are that the o-arm software was functioning as designed. No further issues have been reported.

Event description:
A site representative, radiographic technologist (rt), reported that, while in a spine procedure, when they booted up the mobile view station (mvs), it asked for a password on a bios screen. They re-booted the imaging system and the issue did not reoccur. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 10 minutes. There was no impact on patient outcome.